Event description:
On (B)(6) 2012, the pt contacted bme sales manager with a concern that the hammer toe surgery on (B)(6) 2012 did not result in a proper union at the surgery site. The pt also stated that she was concerned with a possible reaction to the metal. On (B)(6) 2012 ¿ bme received a maude event report (B)(4) dated (B)(4) 2012, stating that the pt self-reported the adverse event. Bme subsequently reopened the complaint file. On (B)(4) 2012- sales manager reports that the pt called on (B)(6) 2012 and said that no contact has been made between bme and the pt. The pt was then informed to contact her physician concerning the issue. On (B)(4) 2012- called and spoke to dr (B)(6). The physician stated that there were no pre-existing conditions that contributed to the non-union or the possible metal sensitivity nor was a metal sensitivity reported by the pt. The physician stated that the pt had 7 screws and a plate in the same foot, none of which contained nickel.

Manufacturer narrative:
Bme recommends a conservative post-op protocol be used in conjunction with the hammerlock implant. This entails immobilization during the bone healing period of approx six weeks followed by verification of fusion and subsequent add¿l immobilization at the surgeons discretion. Bme cautions against a more aggressive approach even if early radiographic films may reveal what appears to be rapid consolidation. In addition, patient compliance is crucial to positive outcomes. Hammerlock implants are contraindicated in the following instances: pathologic conditions of bone, such as osteopenia, which would impair the ability to securely fix the implant. Foreign body sensitivity to metals including nickel. Where material sensitivity is suspected, appropriate tests should be made prior to implantation.